Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during testing the pacing lead became dislodged. Multiple positions were attempted but fixation remained unstable with repeated dislodgement. It was then noted that the helix could not be screwed back. Another pacing lead was attempted and it exhibited unstable thresholds during testing. The leads were not used and were replaced. No patient complications have been reported as a result of this event.